Event description:
It was reported that a pt called to complain that a few weeks after they had a regular breast-screening exam on a dmr unit, pt went to the dr and discovered that their left breast implant was broken. According to the pt, pt informed the operator about the implants before the exam.